Manufacturer narrative:
G4: 01sep2020, b4: 02sep2020. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact. The device was replaced with another v60 ventilator. H10: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was not confirmed. The philips fse conducted functionality tests, and the customer's reported problem was unable to be reproduced. No replacement parts are required. The device successfully passed all required testing and remained at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
It was reported to philips that the device had turned off and on during use. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.